Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. Eval found the customer adulterated the pump. When the mechanism sub-assembly was removed from the unit #(B)(4), it was found to be the mechanism belonging to unit #(B)(4). Review of both device history records show that the mechanism sub-assembly serial number belongs to unit #(B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of a spectrum pump, it was discovered that unauthorized repairs had been performed on the pump. Mismatched serial numbers were found on the pump's mechanism assembly. There was no patient involvement.